Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5 updated fields: d9, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on historical data, probable causes include damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is d02-traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head could not be attached to the rigid videoscope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device can't be attached to the rigid videoscope. There was no patient involvement.